Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of this device. Conclusion: failure event observed during analysis. Final analysis found that as received the pulse generator exhibited a false eri alert with a date stamp prior to implant. This was consistent with exposure to electrocautery. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4)reliability laboratory.